Event description:
The customer observed non-repeatable falsely elevated vitros tropi es results from five different patient samples processed on a vitros eci immunodiagnostic system. Sample 1, 2.92 ng/ml vs. <0.012 ng/ml. Sample 2, 1.07 ng/ml vs. <0.012 ng/ml. Sample 3, 0.060 ng/ml vs. <0.012 ng/ml. Sample 4, 0.084 ng/ml vs. <0.012 ng/ml. Sample 5, 0.058 ng/ml vs. <0.012 ng/ml. The falsely elevated results were detected and not reported from the laboratory. However, biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. There was no allegation patient harm. This report is number four of five MDR's for this event. Five 3500a forms are being submitted for this event as five devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that non-repeatable falsely elevated vitros trop I es results occurred from five different patient samples processed on the vitros eci system. Vitros tropi es precision testing demonstrated the vitros eci system was operating as expected. There was no evidence found to suggest an analyzer or reagent malfunction contributed to the higher than expected results. The investigation confirmed that the samples involved were not processed in accordance with the sample collection tube manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed or ruled out as a contributing factor. A definitive root cause for the event could not be determined.